Event description:
It was reported that a "footswitch stuck" error message happened on the 9600 system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the analog interface and technique processor. The system was tested and found to be working as intended. System returned to service.